Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that leakage occurred during use with a unspecified bd ultra-fine 50ui syringe. The following information was provided by the initial reporter, "insistent report with the product: ultra-fine 50ui insulin. The customer reports that the product plunger locked and leak during use. Additional information: the customer did not have the sample or package, so can not inform the lot nor the material number. The customer relates difficult on push the plunger when the syringe is completely filled. The customer also relates that always test the if the plunger is stucked before the application."